Manufacturer narrative:
The sample well was dirty and serum splattering was found around the sample dispense port in the ring. Customer cleaned the sample dispense port and verified system performance by running patient pool samples. Customer is now reporting patients and controls without further concern. The calculated specificity on this account for txog is 770/(770+3)= 770/773= 0.996 x 100= 99.6%. The relative specificity results from the 3 studies in the advia centaur xpt toxoplasma g instructions for use (IFU ous version 10629904 revision aa, 2016-04) range from 99.3% - 99.8%. Based on the available information advia centaur xpt toxoplasma g lot 061227 is performing as intended. A product issue was not identified. No further action is required. The limitations section of the instructions for use states: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." Two other samples were reported in the same event. MDR 1219913-2018-00094 was filed for (B)(6) and MDR 1219913-2018-00096 was filed for (B)(6).

Event description:
Customer observed a reactive advia centaur xpt toxoplasma igg (toxo g) result that was negative upon repeat testing in duplicate and by an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the initially reactive advia centaur xpt toxo g result. Two other samples were reported in the same event. MDR 1219913-2018-00094 was filed for (B)(6) and MDR 1219913-2018-00096 was filed for (B)(6).